Manufacturer narrative:
The insulin pump had no down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. After playing tennis all day the insulin pump alarmed button error. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.